Manufacturer narrative:
Concomitant medical product: lead competitor, product: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection as a result of pressure necrosis. The implantable pulse generator (ipg) was removed and replaced from the opposite side with the right ventricular (rv) lead remaining in use. No further patient complications have been reported as a result of this event.